Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that removal difficulty occurred resulting to damaged filterwire and stent. The target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez and a 10.0-31 carotid wallstent self expanding were selected for use. The stent was implanted in the lesion however, during removal, the stent delivery system got caught midway, and severe resistance was encountered. The tip of the delivery system could probably be lowered to near the groin area, but beyond that, even after pulling, it could not be removed. Therefore, the filter wire was left deployed, and the delivery system was pulled strongly and removed as it was, together with the filter wire. Upon pulling, the deployed filter bag part may have gotten caught on the distal end of the implanted stent resulting in the distal end of the implanted stent was inverted, as confirmed by fluoroscopy. A balloon percutaneous transluminal angioplasty was performed, and a 35 guidewire and contrast catheter were crossed to the distal end of the stent to resolve the issue. The removed filterwire was damaged and could not be used anymore. The guidewire and contrast catheter were removed and a 14-inch microguidewire was attempted to cross the distal end of the stent, but it was unsuccessful. As a result, the procedure was terminated. Patient was under observation.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, visual inspection found that the wire was kinked, which could have contributed to the reported event.

Event description:
It was reported that removal difficulty occurred resulting to damaged filterwire and stent. The target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez and a 10.0-31 carotid wallstent self expanding were selected for use. The stent was implanted in the lesion however, during removal, the stent delivery system got caught midway, and severe resistance was encountered. The tip of the delivery system could probably be lowered to near the groin area, but beyond that, even after pulling, it could not be removed. Therefore, the filter wire was left deployed, and the delivery system was pulled strongly and removed as it was, together with the filter wire. Upon pulling, the deployed filter bag part may have gotten caught on the distal end of the implanted stent resulting in the distal end of the implanted stent was inverted, as confirmed by fluoroscopy. A balloon percutaneous transluminal angioplasty was performed, and a 35 guidewire and contrast catheter were crossed to the distal end of the stent to resolve the issue. The removed filterwire was damaged and could not be used anymore. The guidewire and contrast catheter were removed and a 14-inch microguidewire was attempted to cross the distal end of the stent, but it was unsuccessful. As a result, the procedure was terminated. Patient was under observation. It was further reported that the balloon percutaneous transluminal angioplasty was performed to correct the stent damage.